Event description:
56 yo male presented with non st elevated myocardial infarction (nstemi). During impella cp placement (for critical left lad lesion), an aic optical sensor alerted. The aic displayed optical sensor issue despite the impella cp being fully plugged in, and no visual obstruction was noted on the plug or console. The aic was exchanged and the case continued without further issues. Additionally, due to the optical sensor issue, the impella cp was also replaced and exchanged for a new one. Support continued successfully on the new pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 revised.